Manufacturer narrative:
The endoscope was returned to the original equipment manufacturer (OEM) for evaluation. The reported complaint was confirmed. The endoscope was received with missing distal window resulting in fluid invasion and subsequent major damage to optical components. The complete window was missing. Fragments of adhesive of the distal window were missing.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the customer observed the endoscope was not focusing. The procedure was completed with no reported injury.